Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass procedure, upon resection stomach tissue, there was problem loading the adaptor onto the handle and reload would not fire. Another reload was opened and the case continued without problem. There was no patient injury.